Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) of 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dyspareunia, iron deficiency anaemia, bladder disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder/urinary problems, vaginal discharge. (B)(6) 2008, (as per pfs discrepancy noted). Current weight 197 lbs. Date(s) of removal: (B)(6) 2018 (as per pfs discrepancy noted) . Current weight 197 lbs. Insertion details, specify- 3 visible coils and left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Lot number:628146 manufacture date: 2008-09 expiration date: 2011-09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") in an adult female patient who had essure inserted (lot no. 628146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009 she experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2010 she experienced heavy menstrual bleeding (seriousness criterion medically important) and vaginal haemorrhage ("vaginal bleeding"). Essure was removed on (B)(6)2018. An unknown time later she experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018 and ablation). At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, back pain, dyspareunia, iron deficiency anaemia, bladder disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage had resolved. The outcomes for psychological trauma, fatigue, alopecia, headache and weight increased were unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: she received treatment for the following events psych injury, bladder/urinary problems, vaginal discharge. (B)(6) (as per pfs discrepancy noted) current weight 197 lbs. Date(s) of removal: (B)(6) 2018 (as per pfs discrepancy noted). Insertion details, specify- 3 visible coils and left cornua had 3 visible coils. On fu from (B)(6) 2023 - discrepancy date noted: insertion date previously reported as (B)(6) 2008, and reported in recent fu as (B)(6) 2008. Removal date previously reported as (B)(6) 2018, and reported in recent fu as (B)(6) 2018. Date initially reported was maintained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.482 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: total bilateral occlusion. [Imaging procedure] on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Lot number:628146 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: no new clinical information, discrepancy noted in insertion and essure removal dates. Update to imdrf/FDA codes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder/urinary problems, vaginal discharge. (B)(6) 2008 (as per pfs discrepancy noted). Current weight 197 lbs. Date(s) of removal: (B)(6) 2018 (as per pfs discrepancy noted). Current weight 197 lbs. Insertion details, specify- 3 visible coils and left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received- new event vaginal bleeding was added. Lot number was added. Reporters were added. Lab data was added. Outcome of vaginal bleeding was updated as recovered resolved. Event onset date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the psychological trauma, fatigue, alopecia, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder/urinary problems, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, bladder/urinary problems, vaginal discharge, fatigue, hair loss, headaches and weight gain. Patient date of birth, lab data, essure removal date and treatment details was added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.